Manufacturer narrative:
Pump was received with failed battery test alarm after battery changed and high sleep/active currents due to moisture damaged electronic assembly on pcb1. No unexpected post-reset ram crc alarm noted during testing.

Event description:
The customer reported via phone call that insulin pump had unexpected restart. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.